Event description:
New information received indicates that the unsuccessful hv therapy was noted during capacitor maintenance, and no patient arrhythmia was involved.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed high voltage (hv) circuit damage on the implantable cardioverter defibrillator (ICD), and that it failed to provide successful hv therapy. A capacitor maintenance was attempted and charging issues were noted as well. The physician elected to explant the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of sosd, no hv output, and capacitor maintenance time-out was confirmed. The device was received at normal battery voltage level, with normal output and telemetry communication. Analysis of the device image indicated damage was noted on the hv circuit. High voltage shock test was performed in the lab and device was unable to shock at higher energy levels due to damage in the hv circuit. Hybrid analysis was performed and an unknown component on the hybrid was the cause for the anomaly noted in the field.